Event description:
It was reported that patient was referred for generator replacement. The notes indicated that vns was implanted 2014 and the mother believes it has made a big change in his seizures and behavior. Over the last 6 months the patient has had an increase in seizures and regression in post-ictal behavior so the mother wanted to check vns settings. During the visit the physician indicates that the vns was interrogated but the generator battery was basically off because of limited battery. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. During the bench interrogation, the pulse generator interrogated at a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulsedisabled and end of service warnings were set. The battery measured 1.966 volts, confirming an eos=yes condition. The pulse generator module performed according to functional specifications. The data in the revealed that 111.186% of the battery had been consumed. There were no issues with impedances values or any other anomalies. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted device was received for analysis. Analysis is currently underway but has not been completed to date.

Event description:
It was indicated that this was the first time the patient had visited the clinic and they were not informed of the history of the patient from the pediatric clinic. The nurse indicated that the battery was "off," that the device had not been checked and "was not functioning." When asked to clarify what she meant by off and not functioning, she stated she had gotten an neos warning when the device was interrogated and that she understood from this that the battery was dead. She confirmed that as far as the clinic knew the depleted battery was what had caused the increase in seizures. The patient underwent generator replacement. The explanted generator has not been received to date.